Event description:
When lens was being injected into the pt's eye, it was noted that there was a crease down the middle of the optic. The lens was inserted and removed. Per the surgeon there was no pt injury. At this time, co is unable to determine the cause as no further info has been forthcoming.